Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell. The home patient was connected at the time of the alarm. During troubleshooting, it was noted that one of the supply bags was disconnected. The technical service representative reviewed proper procedures with the patient, explained the alarm to the patient, assisted the patient to end therapy, and advised the patient to begin therapy again with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. After review, the cause of the reported event was the supply bag disconnected without falling. Should additional relevant information become available, a supplemental report will be submitted.